Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device had logged an event code and would not detect the therapy cable. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contact physio-control to report that their device had logged an event code into its memory. Upon receipt, physio-control observed that the device would not detect the therapy cable. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to a thermally sensitive crystal, designator y4.

Event description:
The customer contact physio-control to report that their device had logged an event code into its memory. Upon receipt, physio-control observed that the device would not detect the therapy cable. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.